Manufacturer narrative:
The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture on left side, "serious inflammation and lump". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease fold, deformation and wear abrasion. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no were observed openings on the device.

Event description:
Healthcare professional reported left side rupture, "serious inflammation and lump". The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on unspecified side against an unknown mammary style implant device, device remains implanted. The event is considered device related.